Manufacturer narrative:
The available info does not indicate that the monitor malfunctioned, and there is no indication that the monitor was a factor in the pt coding. The device MFR is currently investigating this incident and will file a supplemental report after the investigation is completed.

Event description:
The user reported to the device MFR that the pt arrived in the MRI area in an "unstable" condition and that "his hands and feet appeared gray in color before the scan was performed". The nurse reported she never really had a good baseline ECG reading and that she could not tell what was going on with the ECG, as it was "jumbled". During the MRI scan, the nurse took the pt's pulse and then requested that the pt be removed from the MRI. A code was called and the pt subsequently expired.